Manufacturer narrative:
The pump failed displacement test and alarmed for motion sensor test failure during rewind. The pump alarm history contained motor position encoder errors due to motor encoder signal out of phase. The unexpected failed battery test alarm was noted. The pump was received with cracked case at the display window corners and battery tube threads. The pump was received with minor scratched display window.

Event description:
The customer's nurse reported via phone call of customer's pump being exposed to MRI and receiving failed battery test. The nurse states that while troubleshooting the failed battery alarm, the device received motion sensor test failure alarm. The customer's blood glucose level at the time of incident was 156mg/dl. The nurse was advised the pump would have to be replaced and returned for analysis.